Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had been urinating more frequently and stated they had used the patient programmer (pp) instructions to increase the amplitude. It was noted that the patient had a nurse who recommended for the patient to see a local manufacturer's representative (rep), and so the patient was looking to meet with the rep. The patient was redirected to follow up with the health care provider (hcp). On (B)(6) 2017, it was reported that the patient had a congestive heart failure episode and had a lot of confusion. There was also a problem with their bladder and no one would help them because of their bladder device. It was noted that the patient was in a bad state. They were going to the bathroom all the time since they were inthe hospital 10 days prior. There were no further complications reported or anticipated.